Event description:
The customer stated, that he performed a control test and received a result of 212 mg/dl. The normal control range was 97- 134 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it to be operating as designed. No product will be returned for eval.